Event description:
Information received by medtronic indicated that the insulin pump had received battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged failed battery test found on (B)(6) 2021. Insulin pump passed displacement test and self test. Unable to perform active current measurement and sleep current measurement test due to a damaged battery tube. Insulin pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube, additionally, retainer ring damage was noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Failed battery test did not happen during testing, however, failed battery test were noted on (B)(6) 2021 at 19:44 through 19:58 likely due to a corroded battery tube. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage on pcba 1 and the force sensor was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), cracked retainer, battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged failed battery test was not confirmed during testing. No alarms or battery anomalies were found in the insulin pump history file on/around the event date. Pump passed active current and sleep current test. However moisture damage was found on pcba 1 and the force sensor. Additionally, retainer ring damage was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is 26-jul-2022.